Manufacturer narrative:
New information added to the following fields: h3 and h6. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 07jun2024. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. From the information obtained, we confirmed that there is no difference between the reprocessing method described in the instruction manual and the method used by the customer, so the cause of the foreign material remaining could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labeling: not applicable as there is no information that can be used to determine that the defect was caused by user misuse. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited brown foreign matter inside the nozzle and white foreign matter attached near the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.